Manufacturer narrative:
The technician discovered that the slide switch had been installed backwards on the lift nut. The technician installed the slide switch correctly, which resolved the issue. The device functions as designed. Pursuant to our response to warning letter 2008-dt-04, hill-rom is continuing its retrospective review of events for reportability. This effort will continue until we are current.

Event description:
The account alleges that the head down function has unintentional movement.